Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included parity ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009). Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted in 2009, the patient experienced fatigue ("fatigue"), headache ("headache"), menstruation irregular ("irregular menstrual cycle") and libido decreased ("diminished libido"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"). In 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and gastrointestinal disorder ("gastrointestinal/digestive condition"). In 2011, the patient experienced tooth disorder ("dental problems") and menopause ("pre-menopause"). In 2012, the patient experienced nausea ("nausea"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), migraine ("migraine headaches"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was treated with surgery (underwent procedure to remove essure/anticipated/scheduled date: (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, back pain, migraine, dyspareunia, menorrhagia, tooth disorder, fatigue, gastrointestinal disorder, menopause, headache, nausea, anxiety, weight increased, menstruation irregular and libido decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, libido decreased, menopause, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Have you had your essure removed? No. If you have not had essure removed, are you currently planning for removal: yes, anticipated/scheduled date: (B)(6) 2018. Reason for removal: pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical records received: the event menorrhagia, dental problems, fatigue, gastrointestinal disorder, premenopause, headache, nausea, anxiety, weight gain, irregular menstrual cycle, diminished libido, essure confirmation test not done added.reporters,concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included parity ((B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2009). Concurrent conditions included overweight. In 2009, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycle"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and gastrointestinal disorder ("gastrointestinal/digestive condition"). In 2011, the patient experienced tooth disorder ("dental problems") and menopause ("pre-menopause / pre-menopausal symptoms"). In 2012, the patient experienced libido decreased ("diminished libido"). In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), dyspareunia ("painful intercourse") and anxiety ("anxiety"). The patient was treated with ondansetron (zofran) and surgery (underwent procedure to remove essure/anticipated/scheduled date: (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, back pain, migraine, dyspareunia, menorrhagia, tooth disorder, fatigue, gastrointestinal disorder, headache, nausea, anxiety, weight increased, menstruation irregular and libido decreased outcome was unknown and the menopause had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, libido decreased, menopause, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Have you had your essure removed? No. If you have not had essure removed, are you currently planning for removal: yes, anticipated/scheduled date: (B)(6) 2018. Reason for removal: pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Outcome of event pre-menopause updated to recovered / resolved. Treatment medication and new reporters were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), migraine ("migraine headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, back pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.